Manufacturer narrative:
The pump was received with a cracked keypad overlay. The pump passed the self test, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. Successfully downloaded history files and traces using thump. There were no motor related alarms/alerts (pump error 37, 38, 39, 41, 42, 43, 79, 80, 82 and 130 alarm) recorded in the formatted history file. However, no delivery alarm/insulin flow blocked alarm was found on: 11/20/2024 14:13:17.000 alarmalertnotification (40) faultnumber: nodelivery (7) during bolus delivery. 11/20/2024 14:19:55.000 alarmalertnotification (40) faultnumber: nodelivery (7) during bolus delivery. 11/20/2024 14:23:17.000 alarmalertnotification (40) faultnumber: nodelivery (7) during bolus delivery. 11/20/2024 14:31:32.000 alarmalertnotification (40) faultnumber: nodelivery (7) during bolus delivery. 11/20/2024 14:33:11.000 alarmalertnotification (40) faultnumber: nodelivery (7) during bolus delivery. 11/20/2024 14:38:15.000 alarmalertnotification (40) faultnumber: nodelivery (7) during bolus delivery. 11/20/2024 14:48:00.000 alarmalertnotification (40) faultnumber: nodelivery (7) during basal delivery. 11/20/2024 14:53:23.000 alarmalertnotification (40) faultnumber: nodelivery (7) during bolus delivery. 11/20/2024 14:58:13.000 alarmalertnotification (40) faultnumber: nodelivery (7) during bolus delivery. 11/20/2024 15:03:13.000 alarmalertnotification (40) faultnumber: nodelivery (7) during bolus delivery. 11/20/2024 15:08:11.000 alarmalertnotification (40) faultnumber: nodelivery (7) during bolus delivery. 11/20/2024 15:13:15.000 alarmalertnotification (40) faultnumber: nodelivery (7) during bolus delivery. 11/20/2024 15:18:13.000 alarmalertnotification (40) faultnumber: nodelivery (7) during bolus delivery. 11/20/2024 15:23:15.000 alarmalertnotification (40) faultnumber: nodelivery (7) during bolus delivery. 11/20/2024 15:28:17.000 alarmalertnotification (40) faultnumber: nodelivery (7) during bolus delivery. 11/24/2024 18:43:33.000 alarmalertnotification (40) faultnumber: nodelivery (7) during bolus delivery. The pump was programmed with multiple bolus deliveries and all bolus delivered properly their indicated amounts (at quick bolus speed) and were properly recorded in the daily history. No bolus delivery anomaly or history anomaly noted. No unexpected no delivery alarm/insulin flow blocked alarm noted during testing. There were no other unexpected pump error(s)/alarm(s) noted 2 days prior to the event date 25-nov-2024 in the formatted history file. All buttons function properly. The keypad overlay was removed to perform visual inspection and no damage in the keypad assembly noted. The pump was cut open to perform visual inspection and found no physical or moisture damage on the pcba 1, pcba 2, force sensor, motor and vibrator assembly noted. The j1 connector on pcba 1 was locked properly during visual inspection. Force sensor zero offset within specification (22.89 mv). Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a cracked battery tube threads, a scratched case, a cracked case-corner of belt clip rails near the battery tube compartment and a serial number label fading. Cosmetic damage was confirmed at the keypad overlay (center button) of the pump during analysis. The pump passed all the required testing. Customer alleged for keypad anomaly and drive/motor anomaly were not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced keypad/button unresponsive/button error, drive/motor anomaly, damage (physical or cosmetic). The customer reported no adverse event. The event involved product(s) mmt-1884l. Bumped/dropped/cosmetic damage customer reported pump was dropped/bumped and/or pump has possible physical or cosmetic damage. General documentation the customer called for an issue not covered by existing troubleshooting guides. Refer to the event description for more details. Keypad anomaly/stuck button alarm customer reported a keypad anomaly and/or stuck button alarm. No harm requiring medical intervention was reported. No product return is required for mmt-1884l. The customer will continue using the device.